Event description:
It was reported that the pump failed calibration test. During testing, it was found that there were intermittent issues with the downstream occlusion sensor. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the intermittent downstream occlusion sensor caused by excessive loctite. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.